Event description:
It was reported that approximately 4-5 months following pump implant the patient was overdosed on the medication and ¿they almost lost her¿. After the 2nd or 3rd pump refill the healthcare provider (hcp) put medication in the pump and the patient began ¿acting weird¿like she was high¿ and the patient began vomiting. The patient was then taken back to the hcp¿s office and the hcp instructed the patient to go to the hospital. When the patient arrived at the hospital she was stable but then ¿all of a sudden¿ coded. The caller also stated that the pump never helped the patient¿s spasticity. The pump was supposed to have helped with the patient¿s spasticity on the side she was paralyzed following a stroke. The pump was removed as a result of the event; however, the catheter remained implanted. The patient suffered several strokes since the removal of the pump. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).